Event description:
Caller reported that during the fill tubing step of the load sequence, insulin was not seen at the end of the tubing, and the tandem mobi pump was not making any priming sounds. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.